Manufacturer narrative:
Concomitant medical product: model: 1688tc, competitor lead; implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited both oversensing and undersensing on recorded episodes. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.